Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). (B)(4).

Event description:
From the journal article, it was found that one patient was implanted with ncb plate and underwent revision due to axis deviation. Journal article: d. Eschbach. One year after proximal or distal periprosthetic fracture of the femur -two conditions with divergent outcomes?.injury, int. J. Care injured 49 (2018) 1176¿1182.

Manufacturer narrative:
Investigation results were made available. As the case at hand was taken from a journal article it is not suspected that the device or additional information is being submitted for review. A technical investigation was not possible to perform, as the devices were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. DHR-review: as no lot number was provided, the device history records could not be reviewed. The missing device information has been requested but was not available. At zimmer gmbh all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer gmbh and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: no trend analysis could be performed as no item numbers are available. Review of received data: journal article: the aim of this study is analyse differences in outcome, complication and chances of restore pre-fracture mobility of periprosthetic femur fracture around total knee arthroplasty (pftka) and total hip arthroplasty (pftha) treated with same surgical technique. 73 patients who had periprosthetic fracture treated using mini-open technique or minimally invasive approach between february 2008 and february 2016 are included in this study. Two kinds of plate were used, the periprosthetic non-contacting bridging plate (ncb-pp) and the distal femur non-contacting bridging plate (ncb-df). At least 4 locking screws (with 8 cortices) in diaphyseal and metaphyseal areas were used. More screws were added when only 1 cortex were fixed with screw. Surgical revision was required for 8 out of 37 patient in pftka group and 4 out of 36 patient in pftha. One case of malrotation 9 months after osteosynthesis, knee arthroplasty was revised.(current complaint). No medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: no compatibility check can be performed as only one product has been reported. Root cause analysis: based on the article, either a ncb pp plate or a ncb df plate was used. Therefore, root cause analysis was performed for both possibilities. Root cause determination using rmw (ncb-df): loss of fracture reduction before complete bone healing due to loosening of ncb df implant from the bone due to mechanical forces applied (torsion, bending). Possible, as no event detail, x-ray image, surgical report or any medical records were received. Loss of fracture reduction before complete bone healing due to thread-stripping/ screw seating/removal torque/axial load/ => possible, as no surgical report or any medical records were available. Also, the explanted device was not returned, the condition is unknown. Loss of fracture reduction before complete bone healing due to loss of screw angular stability due to insufficient strength of the design. Not possible, as a systematic issue with design and material properties of plate stiffness would have been detected as part of the issue evaluation assessment. Unstable osteosynthesis due to inadequate implant stiffness. Not possible, as a systematic issue with design and material properties of plate stiffness would have been detected as part of the issue evaluation assessment. Unstable osteosynthesis due to user choose a wrong angular direction for the screw. Possible, as no event detail, x-ray image, surgical report or any medical records were received. Unstable osteosynthesis due to users define incorrect placement of the plate. Possible, as no event detail, x-ray image, surgical report or any medical records were received. Unstable osteosynthesis due to users define incorrect placement of the plate. Possible, as no event detail, x-ray image, surgical report or any medical records were received. Unstable osteosynthesis due to user is placing the cables improperly. Possible, as no event detail, x-ray image, surgical report or any medical records were received. Unstable osteosynthesis due to user is placing the cables improperly. Possible, as no event detail, x-ray image, surgical report or any medical records were received. Loss of fracture reduction before complete bone healing due to user connect the targeting device to wrong plate (l/r) possible, as no event detail, x-ray image, surgical report or any medical records were received. Root cause determination using rmw (ncb-pp): unstable osteosynthesis due to inadequate plate stiffness. Not possible, as a systematic issue with design and material stiffness of plate stiffness would have been detected as part of the issue evaluation assessment. Unstable osteosynthesis due to user is placing the cables improperly. Possible, as no event detail, x-ray image, surgical report or any medical records were received. Unstable osteosynthesis due to user is placing the cables improperly. Possible, as no event detail, x-ray image, surgical report or any medical records were received. Loss of fracture reduction before complete bone healing due to loosening of ncb pp implant from the bone due to mechanical forces applied (torsion, bending). Possible, as no event detail, x-ray image, surgical report or any medical records were received. Loss of fracture reduction before complete bone healing due to thread-stripping/ screw seating/removal torque/axial load/ => possible, as no event detail, x-ray image, surgical report or any medical records were received. Loss of fracture reduction before complete bone healing due to loss of screw angular stability due to insufficient strength of the design. Not possible, as a systematic issue with design and material properties of plate stiffness would have been detected as part of the issue evaluation assessment. Conclusion summary: it was reported that a patient underwent a revision due to axis deviation 6 months after the osteosynthesis in the journal article. Neither device reference number, specific event description, x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received to confirm the event. Further, the condition of the devices is unknown. Patient factors that may affect the performance of the components such as bone quality, relevant medical history and adherence to rehabilitation protocol is also unknown. Axis deviation is usually related to compromised anatomical restoration. It could be resulted from the poor primary reduction during the surgery or the early reduction lost after surgery. However, due to the significant lack of information, it is not possible to perform an accurate analysis. Therefore, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4) . - attachment: [2018-09-06_journal article.pdf].

Event description:
Investigation results are now available.